Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 8 x 4.00mm target lesion was located in the protected left main. The 12 x 4.00 synergy drug eluting stent was implanted to treat the lesion. However, post implant, a dissection was noted at the distal end of the stent. Another stent was placed to complete the procedure. No further patient complications were reported and the patient condition following the procedure was stable. It was further reported that the 8 x 4.00mm target lesion was located in the moderately calcified protected left main. A semi compliant balloon was used for predilation, with a 50% stenosis after predilation. The 12 x 4.00 synergy drug eluting stent balloon was inflated at 12 atmospheres for 10 to 15 seconds. It was noted that the type of dissection was a flow limiting dissection. Post dilatation was not performed.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 8 x 4.00mm target lesion was located in the protected left main. The 12 x 4.00 synergy drug eluting stent was implanted to treat the lesion. However, post implant, a dissection was noted at the distal end of the stent. Another stent was placed to complete the procedure. No further patient complications were reported and the patient condition following the procedure was stable.